Event description:
Allegedly the patient was revised due to mom complications. The neck came out with 3 hits and the cup came out without cup cutters. The cup appeared on the x-ray that it moved form its original position. Our cup was replaced with a stryker cup w/screws. Also, our head was replaced with another one of our used with a dual mobility liner from stryker. Our neck was replaced w/the same orientation and length. Cultures taken.